Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 42 mg/dl at the time incident and 40 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was under delivering. Customer was using auto mode feature. Customer declined to insulin pump troubleshooting. The device will not be returned for analysis.